Event description:
It was reported that the fenestrated bipolar forceps instrument was noted to be damaged during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported. The site was contacted to request additional information regarding the reported complaint. No further information was obtained.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that both grip were bent, there was a .073 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .113 - .220 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely been caused by mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.